Manufacturer narrative:
Additional information was received indicating that the broken part of the file could not be retrieved from the patient's tooth and was incorporated into the root canal filling. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1564146, #1570792, #1567110 and #1571478). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that four reciproc files broke during use. The outcome of the event is unknown as of this MDR evaluation.